Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) have not been returned for evaluation. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the event. Device manufacture date: monitor (B)(4): 11/2012. Electrode belt (B)(4): 06/2012.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a pt passed away on (B)(6) 2014. Investigation into the event revealed that the pt experienced an inappropriate defibrillation event on (B)(6) 2014. The treatment was delivered at 07:49:43. The rhythm at the time of the treatment was atrial fibrillation with motion artifact. Motion artifact contributed to the false detection. Per the distributor's report, the pt was riding a motorcycle at the time of the event. The pt went home after the event and did not seek medical attention. The response buttons were not pressed during the entire event and the pt was to continue use of the lifevest. The following morning the pt's cousin reported that the pt passed away and was found in bed not wearing the lifevest. Per flag data, the device was shutdown at 11:08:55 am on (B)(6) 2014.